Manufacturer narrative:
(B)(4). The insulin pump passed all functioning tests except for unexpected restart alarm due to faulty c13/ib. The pump had a cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported via phone call that customer's insulin pump had unexpected restart and external ram crc error. Customer's blood glucose was 124mg/dl at time of incident. Customer advised to insert a new battery and monitor the pump. Insulin pump will be return for analysis after replaced by new one.